Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor anomaly on the sensor. Troubleshooting was performed. Customer was advised that the copper piece of the sensor was stuck in their body and they went to the emergency room. The sensor will not be returned for analysis.